Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, "16" will be numerically: when the #1 key is pressed, "16" will be displayed. Alphabetically: when the "abc" key is pressed, "ap" will be displayed, interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to investigate the reported issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. No pt injury was reported.